Manufacturer narrative:
Reliability analysis inspected 1 opened and used enlite sensor and found sensor cannula retracted inside sensor and broken. Remaining broken part still attached to sensor tubing. See attached file for details unable to confirm customer received sensor damage due to customer returned opened and used.

Event description:
The customer reported via phone call that he received a lost sensor alert and the pump is not communicating with the transmitter. Customer does not recall any significant events leading to the error. Customer's blood glucose was 133 mg/dl at the time of incident. Troubleshooting was done for serter and customer was advised on proper insertion and taping techniques. The customer was advised to change the sensor and that the sensor would be replaced and to return the product for analysis.